Event description:
Healthcare professional reported right side rupture and pain. Device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: - rupture: unable to observe rupture in the device. - pain: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on anterior side assessed as surgical damage and missing shell assessed as inconclusive. Pain: unable to observe as it is a medical event not related to the device. Additional observations: observed creases on the device. Observed wear abrasion on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture and pain. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and pain. Device has been explanted.